Event description:
It was reported the patient's blood glucose level rose to 25.9 mmol/l (466.2 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (back), the pod's cannula was found bent. Additionally, it was reported that the pod was leaking insulin and there was redness and a lump at the infusion site. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.